Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. The reported glidescope titanium lopro t4 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. When connecting the customer's laryngoscope to verathon's test equipment, the imaging quality was noticeably degraded as compared to a test laryngoscope. Visual inspection found the camera window had noticeable wear and scratches. The customer's laryngoscope failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Furthermore, the omm states, "when cleaning video laryngoscopes, do not use metal brushes, abrasive brushes, scrub pads, or rigid tools. They will scratch the surface of the unit or the window protecting the camera and light, which may permanently damage the device." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure and following the required reprocessing methods. Upon completion of verathon's device evaluation, the customer was notified of verathon's evaluation findings and the laryngoscope was returned as-is per the customer's request. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A facility reported a previous carotid endarterectomy patient had their sutures fail and their carotid artery open and hemorrhaging in their patient room. A code blue was called and the patient was rushed to the operating room to repair his artery. Due to their injury, the anesthesia team planned for a difficult intubation using a glidescope system. The first attempt was made using the glidescope titanium lopro t4 reusable laryngoscope; however, once in the patient the image was blurry such that anatomy could not be identified. A backup device was used for a second attempt; however, the intubation was still unsuccessful due to airway swelling which required placement of a surgical airway. No harm to the patient was reported upon completion of the procedure.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Note that the reported hemorraging artery and airway swelling were not due to the device malfunction but rather symptoms of the patient's pre-existing condition prior to use of the subject device.